Event description:
Operating room staff reported that a stapler was not working during a procedure. A new stapler was opened and used without issue. The procedure was completed as planned with no harm to the patient, and the stapler will be returned to the manufacturer by or material's management staff.